Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2017. Per hospital policy, cause was not provided. No additional information was reported. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 11sep2012. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Per hospital policy, the cause was not provided. There was no additional information reported. There was no autopsy performed. The device was not explanted. The device would not be returned for evaluation.